Event description:
Heartmate 3 mini-apical cuff sutured to the apex of the heart. Hemostasis was not achieved. There was a question if the heartmate 3 pump was not flush with the apical cuff. The regular apical cuff was then used. Hemostasis continued to be difficult to achieve. Manufacturer response for left ventricular assist device, thoratec heartmate 3 mini apical cuff (per site reporter). Request was made to the device part to be returned to manufacturer for testing.